Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. The unit was returned from the field for failure analysis due to complaint error 23062 ¿ eevt_dafd3_mvt_err, which was confirmed and replicated during in house testing. The unit was installed and failed with error 23062 ¿ eevt_dafd3_mvt_err (mcer). An aba swap test was performed using a golden mcbd2 pca unit in house, and this confirmed that the original mcmbd2 pca was the cause of the fault. Using the golden mcmbd2 pca, the remaining fitness tests were run and the unit passed without any errors. A 1 hour sine cycle test was run ¿ passed. A 1 hour slow speed sine cycle on the wrist_pitch axis was run ¿ no error observed. A 1 hour slow speed sine cycle on the wrist_yaw axis was run ¿ no error observed. A 1 hour slow speed sine cycle on the roll axis was run ¿ no error observed. A visual inspection was performed; no external mechanical damage, contamination, or abnormal conditions were observed. As a result of this investigation, failure analysis concluded that the defective mcmbd2 pca was the root cause of the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the right hand on console 1 would not control the arms. The operating room staff indicated that the surgeon transferred all control to console 2 and continued the case, so no troubleshooting could be performed during the call. After the procedure, the right master tool manipulator issue on console 1 was noted to still be present.